Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Lfit v40 40+12mm head, gmrs femoral component, and trident 40e insert were revised to lfit 22.2+8mm v40 head, gmrs-rt v40 femoral component, and trident 22e insert.